Manufacturer narrative:
H1.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels of 27 mg/dl; cause was unknown. Customer required assistance from emergency medical technicians to treat bg via intravenous glucose. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.